Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported door not fully latched messages, caused by loose link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump had a door latch sensor error. Eval discovered that this was a door not fully latched message. It was also reported that there was no pt involvement.